Manufacturer narrative:
Upon investigation of the actual device used in this incident determined that device started restarting and did not let providers waste fentanyl. A technical support specialist installed hot fixes on the device and rebooted station to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding, prevented anesthesia providers from accessing medications during cases and the device did not waste the fentanyl medication.the customer stated that there was a delay in treatment for several cases, but no actual impact was reported.customer added that the medications were retrieved from another device, still they were not convenient while sedative patient was on the table.there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding, prevented anesthesia providers from accessing medications during cases and the device did not waste the fentanyl medication. The customer stated that there was a delay in treatment for several cases, but no actual impact was reported. Customer added that the medications were retrieved from another device, still they were not convenient while sedative patient was on the table. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: b5, d1, d5, h6, and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 15-aug-2022 to 14-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpectedly stopped responding as the number lock was not on. A technical support specialist installed the hot fix using ka000011539 on ten devices to resolve the issue. The system was functional as intended after the technical support specialist troubleshooted the device.